Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced personality module surgeon console (pmsc) to resolve the issue. The system was verified and ready to use. Isi has received the pmsc for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure that an overheating message occurred. The technical support engineer (tse) reviewed the live logs and found error 92 against the surgeon side console's (ssc) personality module. The procedure was completed using a different ssc. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: no error messages occurred during system set up.

Manufacturer narrative:
The personality module surgeon console (pmsc) was analyzed and installed onto a known good system where the component functioned as expected. Then the system was set to run in a 10-minute sine cycle, 10 power cycles and sitting idle for 1 hour. Once the testing was completed, the system error logs were inspected, but no error could be identified. The unit passed the video test performed. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error 92 is attributed to a board temperature reaching a warning temperature level.

Event description:
Refer to h11 for follow-up information.